Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the system locked when turning it on. There were no system message displayed. The system was restarted and the procedure was initialized and completed. There was no patient involvement. Additional information has been requested and received.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. When the company service representative turned on the system, the screen was white and nothing else came up. The company service representative reinstalled the software. The system was then tested and met all product specifications. The company service representative was notified by the customer that the system failed again. The company service representative returned and replaced the host to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host. The manufacturer internal reference number is: (B)(4).